Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and indicated that (B)(6) results were obtained on different samples from a patient. The customer indicated that they did not detect any clot in the sample tubes and that the quality controls (qcs) recovered acceptably on the day of the event. The customer observed precipitate under an aspiration probe. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and determined that the sample height was causing sample issues on small volume tests. The cse corrected the height adjustment, tested the wash station and probe alignments, corrected the tubing issue on wash aspiration probe 2, and ran calibration, qcs and the affected sample; a (B)(6) result was confirmed for the patient sample. While resolving the (B)(6) issue, the cse observed a crack forming on the acrylic manifold and a crack window on the door of the instrument and replaced these components. Siemens further investigated the event and determined that the issues resolved by the cse were not likely contributing factors to the (B)(6) result. Since there were no other samples impacted by the event, siemens determined that pre-analytical variables or a sample drawing issue potentially contributed to the (B)(6) results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant (B)(6) results were obtained on the immunoglobulin g (igg) antibodies to (B)(6) assay on an advia centaur xp instrument for a patient. The customer reported that a (B)(6) result was initially obtained on the patient sample. A (B)(6) result was obtained when the sample was rerun. The sample tube was repeated again, in duplicate, on the same instrument and the first replicate was (B)(6), while the second replicate was (B)(6). The sample was transferred to a sample cup and repeated, in duplicate, on the same instrument; both replicates were (B)(6). A different sample draw was obtained from the patient and was run, in duplicate, on the same instrument; the first replicate was (B)(6), while the second replicate was (B)(6). A (B)(6) result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) results.